Event description:
It was reported that the device was heating up during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The initial report was incorrect. The device was not overheating and the complaint has been retracted. This is not considered a reportable event. H3 other text : device will not be returned as complaint has been retracted.

Event description:
It was reported that the device was heating up during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.